Event description:
Event description boston scientific received information that this ventricular lead was exhibiting loss of capture due to dislodgement. The lead was removed and replaced. No adverse patient effects were noted.